Event description:
It was reported that the implantable pulse generator (ipg) device experienced a power on reset (por). The device was previously programmed to vvi 65 emergency safe backup mode during the last follow-up visit. The reset of cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a full electrical reset. Critical ram parity error occurred in address 0d 82 on (B)(6) 2014. Por severity is low so the device should be able to fully recover after reset. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2011. (B)(4).